Event description:
Small pin failure on the apex modular hip stem. The stem failure was reported on (B)(6) 2010. Revision surgery was performed on (B)(6) 2010.

Manufacturer narrative:
Mechanical tests were performed on similar devices.